Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that when she is setting a bolus, she would enter her blood glucose and carbohydrates, and upon deciding she did not want a certain amount and pressing esc, the bolus would begin to deliver. The customer stated this did not happen all the time. The customer was advised to use a back-up plan. She stated she would continue to use the insulin pump, at which point she was advised to monitor it. The customer's blood glucose was not known. Nothing further was reported.